Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that the patient complained of hip pain. Xrays were obtained and shown to be a asr cup that has been recalled. A blood test was completed and shown to have high metal ions in his blood work. A MRI and CT were ordered to show he had a pseudo tumor. Intra-op would indicate that was true. There was metalosis, and blackening of tissue in his hip. Cultures and specimen were sent off for further testing. The cup was removed, the hip was debrided, irrigated and a new cup was placed. After trialing using a 40 mm head and poly it was determined this patient had a stable hip with full range of motion. Catalog and lot numbers are not available due to an upgrade in the hospitals software. No op report was available. The original surgeon that did the primary has past away several years ago. No other information is available from what has been stated. Doi: (B)(6) 2009 - dor: (B)(6) 2021 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Litigation records received. In addition to what previously alleged, records alleges discomfort, injuries, emotional distress, disability, disfigurement and economic damages.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient had revision due to progressive pain, swelling, workup including bone , showed elevated cobalt and chromium levels. Patient gad pseudutumor seen on CT imagery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Pfs and medical records received. Pfs has no new allegation. After review of medical records patient was revised due to failed left hip metal on metal with pseudotumor. Operative notes indicate swelling, and edema, upon incision of the it band and gluteal fascia, a large amount of fluid was encountered, which was a serious turbid green fluid. There was some corrosion material at the base of the trunnion.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.